Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, see also 3004485144-2015-00083, 00084 and 00085.

Event description:
The sales associate reported a patient with polaris implants had an infection. It is reported no revision is planned at this time. The doctor requested the material composition in order to perform an allergy test.